Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after patient turn the device off in order to do a medical procedure, and when they wanted to turn it on, a power on reset message was seen. It was also reported that patient got exhausted and has of shortness of breath after the procedure. No further complications were noted/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that there was cardioversion procedure disabled device programming. Shortness of breath due to a- fib and fluid on the lungs. The representative reset the device and diuretics were prescribed to reduce fluids.